Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, the patient underwent anterior lumbar fusion surgery using rhbmp-2/acs and a cage. No other information provided. Patient alleges unspecified injuries due to use of rhbmp-2.